Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia, with multiple daily lows down to the device ¿low¿ range, typically following extended post-meal hyperglycemia after meal announcements made 15¿20 minutes before eating. Symptoms included no reported clinical symptoms during the lows. Outcomes included successful correction with oral glucose and no need for outside assistance or medical intervention. Investigation included review of device data and user meal-announcement practices, as well as education on announcing at first bite, adjusting meal size selections, improving carbohydrate accuracy, and avoiding overcorrection of lows. Investigation of this case revealed use-related factors consistent with timing of meal announcements, inadequate meal size selection for breakfast and dinner, and aggressive low corrections contributing to glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user technique likely contributing and device malfunction not evident. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.